Event description:
Based on a review of the medical records provided by the pt's attorney: (B)(6) 2005 - the pt underwent repair of a ventral hernia with a composix kugel mesh. On (B)(6) 2007 - the pt underwent excision of the composix kugel mesh and primary closure of the abdominal wall with permanent suture.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional information received. The pt with comorbidities of chronic obstructive pulmonary disease, alcoholism and smoking underwent repair of a ventral hernia with a composix kugel mesh on (B)(6) 2005. Two years later, the pt underwent excision of the composix kugel and primary closure of the abdominal wall with permanent suture. Medical records note "the mesh was somewhat wrinkled, contracted and folded over, especially in the upper third." Currently, it is unknown whether the device may have caused or contributed to the alleged event. It is unclear if the pt's medical history may have contributed to the alleged event. The pt reportedly experienced discomfort. Medical records note "the mesh was somewhat wrinkled, contracted and folded over, especially in the upper third." No sample has been returned for evaluation. A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. Based on information provided, no conclusions can be drawn.